Manufacturer narrative:
(B)(4). Estimated date of event. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The three other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This individual patient event is captured based on literature review of an article titled "use of a thrombin-gelatin matrix for hemostasis after failed device closure of femoral arterial access." It was reported that suture placement was successful in both common femoral arteries using the preclose technique with two proglide devices on each side prior to a bilateral common iliac artery multilayer aneurysm repair and insertion for endovascular repair of a right common iliac artery aneurysm. The sheaths were upsized to 12f for the aneurysm repairs. Reportedly, after the aneurysm repair procedure on the left side, the sutures were tightened but hemostasis was not achieved. An 8f non- abbott closure device was used, but hemostasis was not achieved. A floseal injection device and two minutes of light compression were used to achieve hemostasis. Reportedly, at the right common femoral artery access site the sutures were tightened and it appeared that hemostasis had been achieved, but removal of the guide wire resulted in rebleeding. A floseal injection and two minutes of light compression were used to achieve hemostasis. Follow up tomographic angiography the following day revealed no active bleeding, pseudoaneurysm or hematoma. There was no reported adverse patient sequela. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.